Manufacturer narrative:
The ventilator was investigated by our field service engineer. The control and monitoring pc boards were replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. The software was reinstalled after pc board replacement so the reported technical error codes could not be confirmed. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated technical error codes indicating power error, depleted memory backup battery, barometric pressure too low and depleted lithium battery. Patient involvement is unknown. Manufacturer's ref #: (B)(4).